Event description:
Device 3 of 3: reference MFR. Report #3006705815-2019-00317, reference MFR. Report # 3006705815-2019-00318. It was reported the patient experienced inadequate stimulation with their scs system. In turn, reprogramming was unable to resolve the issue. Surgical intervention was undertaken during which the patients scs system was explanted and replaced.